Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. Heavy explantation marks were observed on the inner surface of the hole, mostly in the distal segment. Significant drill marks were found at the lateral entrance of the hole on the surface of the proximal segment; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) somewhere at the lateral edge. Due to heavy marks, the true origin point of the fracture could not be traced. The fracture pattern resembles a fatigue fracture, evident by appearance of partial lines of rest/ waves. Also, one of the edges of the distal oblong hole shows signs of intra-operative misdrilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and available information, the root cause of the failure is deemed to be user related. The deflected lag screw step drill has damaged both bars adjacent to the lag screw through-hole, creating the starting point of the fracture through a notch effect. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "gamma 3 nail broke," removal of the broken nail on 16.02.2021.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "gamma 3 nail broke" removal of the broken nail on (B)(6) 2021.